Event description:
The customer stated he was hospitalized due to hypoglycemia. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement test. The customer stated that he had being wearing the infusion set for four days at the time of the event. The customer was advised to only wear the infusion sets for two to three days. The customer was assisted with lowering his basal rates, per his request. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no prod has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.